Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. In the case of this complaint it was reported that ¿6 month-post stent-assisted coil embolization of an aneurysm located at the basilar artery apex, aneurysm growth and recanalization were observed¿ and ¿reintervention to the target aneurysm was required¿. As per the dfu for this procedure this is an anticipated procedural complication. The dfu states ¿potential adverse events: recanalization requiring retreatment. There was no product malfunction reported. Therefore, an assignable cause of anticipated procedural complication was assigned to this event. This is the 2nd of 3 reports; the 1st report was MFR report # 3008881809-2017-00104. Subject device remains implanted.

Event description:
It was reported that during the 6th month routine follow-up for a stent-assisted coil embolization of an aneurysm located at the basilar artery apex with 12 coils and 2 stents (subject devices), aneurysm growth and recanalization were observed. There were no clinical signs. Re-intervention to the target aneurysm was required. The physician stated that the recanalization was coil and procedure-related. The physician stated that the aneurysm growth was patient and procedure-related. The aneurysm growth and recanalization were adjudicated as stent related by the clinical events committee (cec).